Event description:
The complaint involved the following device: primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 269 cm. Staff received a preparation of nivolumab, a product that was reviewed by the nurse in charge, and no leakage was observed. During the night shift, the attending nurse, around 10:30 pm, connected the administration set to the pump and then to the patient. However, when she unclamped the line to start the infusion, fluid reportedly started leaking from the line, specifically from the area where the clamp was. This caused a cytotoxic spill, which did not directly affect the nurse but required management following the spill protocol. Upon reviewing the line, a hole was found precisely in the area where the clamp was located. There was an unspecified delay in therapy, and no one was harmed as a result of this event.

Manufacturer narrative:
Received two pictures of primary plum set with no fluid in the tube. A puncture was observed in the tubing from the provided pictures. The complaint of fluid leaking from line can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.